Event description:
It was reported that during analysis, the implantable cardioverter defibrillator was post-paced t-wave oversensing. No inappropriate therapy was received by the patient. Programming changes were made to resolve the issue. The patient was discharged.